Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a liquid leak around the left side of the coulter lh 750 hematology analyzer customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation - method: customer reported that they had contracted a third party biomed technician to remediate the leak. Customer did not provide any information on the cause of the leak. Bec identifier for this complaint is (B)(4).